Manufacturer narrative:
Device evaluation is not necessary as vagus nerve damage caused by the surgeon is not related to the functionality or delivery of therapy of the device

Event description:
It was reported that during a 2nd lead revision surgery due to a suspected lead problem (as reported in MFR report # 1644487-2021-00264) that the patient's vagus nerve was cut or severed and had to be repaired. The surgery reportedly took longer than usual. The surgeon determined that the patient's generator should be left off longer than normal post-operatively to allow the nerve to heal. No further relevant information has been received to date.

Event description:
Upon follow-up with the surgeon& office, the nurse reported that she didnt know the details of the surgery but the patient was discharged the next day after surgery, perfectly fine, and the surgery went normally. No further relevant information has been received to date.